Manufacturer narrative:
Evaluated 2 opened quick-serters for locking and proper operation per specification. Performed insertion test using new lab quick-sets quick-serters failed per inspection, found quick-serter's barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had trouble with the quick sets. Customer stated that the serter has not been releasing the sets properly, so she has been dealing with a lot of bent cannulas. Customer's blood glucose level was 526 mg/dl. Customer treated with a manual injection. Customer stated that the serter is about 4 or 5 years old. Issue was not resolved by reviewing proper use of the serter. Customer was advised to return the serter. Serter will be replaced. Customer stated that about 3 or 4 sets have been damaged due to this issue. No additional information provided.